Event description:
It was reported that pump experienced malfunction with a resettable malfunction code, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump.